Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced five infusion set issues over several days in which the infusion sets were deployed incorrectly or the connector was not attached correctly, while using the ilet system with the infusion set and cartridge, and glucose levels were not affected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem consistent with improper or incorrect procedure or method related to the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.